Event description:
Pt developed a large hematoma which led to explant. The event transpired after the clinic used the valve without an inservice and used a contraindicated needle with the wrong gauge on the device.